Manufacturer narrative:
There was no button error alarm during testing. The unit had unresponsive buttons due to corroded keypad traces. The unit had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 265 mg/dl. Customer stated they were experiencing high blood glucose because they just ate. The customer stated they will be treating their blood glucose with a syringe. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.